Manufacturer narrative:
Pump had reservoir tube lip completely broken off and test reservoir will not lock/click in place, missing reservoir tube o-ring and minor scratched display window.

Event description:
It was reported via phone call that customer had physical damage of insulin pump. It was reported that insulin pump fell on the floor, causing the reservoir compartment to break and reservoir no longer locked into place. Customer's blood glucose was unknown. Insulin pump would need to be replaced.